Event description:
It was reported that the device illuminated the service indicator. Physio-control evaluated the device and found that it would freeze, lock up, upon power on. The device was unable to provide defibrillation therapy in the observed condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the programmed system controller pcb and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed assemblies and determined the cause for the intermittent lock up malfunction to be failure of an ic chip, designator u61, on the system pcb assembly. There were no failures found with the removed user interface pcb assembly.